Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial#(B)(4), implanted: (B)(6) 2008. (B)(4). Interrogation of the pump determined it was used to infuse morphine 400.0 mcg/ml at 89.31 mcg/day and clonidine 1500.0 mcg/ml at 334.9 mcg/day. Analysis of the catheter found leaking past the barb on the connector pin, a hole in the catheter body, and coring in the seal of the sc connector. The catheter met leak criteria per (B)(4). (B)(4).

Event description:
The pump and catheter were returned to the manufacturer for analysis without allegation on (B)(6) 2016. No patient symptoms were reported. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.